Event description:
It was reported that the cic did not audibly alarm for a pt's desaturation (low spo2) condition. Visual alarms were seen at the cic and the hardwire monitor was reportedly alarming. There was reportedly no injury or delay in treatment as the pt's family was in the room at the time and alerted the nursing staff to the pt's condition. The site's biomedical tech (biomed) tested the cic with a simulator and was able to reproduce the reported issue. The biomed then rebooted the system, and audible alarms were reportedly restored.

Manufacturer narrative:
As reported by the site, the system would not audibly sound for clinical events. When the system was shutdown and then restarted, the ability of the system to audibly sound for clinical events was restored. This info is consistent with similar reported occurrences and is the basis for ge healthcare's investigation of the reported occurrence. Log file analysis for similar investigations did not contain any indication that a software issue or resource usage issue occurred. Speaker failure was also an unlikely cause, as both speakers (internal and external) were equally affected and a reboot of the system restored audio functionality. The specific system hardware involved in similar events has been returned to ge healthcare engineering for further analysis, however, the issue has not been reproduced. At this time, the root cause has not been identified. If the root cause is identified, a f/u report will be submitted.